Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video processor epk-i7010-us. In the event reported, it was stated that there was no video image/error message, scope not connected. The anomaly was discovered in the procedure room during use. Additional information was provided by the sales rep on 16-sep-2021 stating the issue occurred during the diagnostic procedure. The sales rep also stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay, or medical intervention reported. The processor was used to complete the procedure and removed from circulation when the loaner unit arrived. The facility follows all ifus. The device was returned to pentax for further evaluation on service order (B)(4) and was inspected where the user narrative was confirmed. The inspection findings are as follows: process pcb digital video failure; customer complaint confirmed; scope connector handle loose; ball plunger. The device is in the process of being repaired and will be returned to the user upon completion. Parts to be replaced: pcb for process w7 ntsc; ball plunger. A review of the service history indicates the device was routinely serviced at a pentax facility. No other information provided with this complaint.